Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "today I was placing a 4 french single lumen power PICC solo catheter with sherlock 3cg tip and when I went to break the introducer at the orange hub a sliver of it did not snap and peel with the rest and became tangled onto the PICC lumen itself which was in the patient almost to the tapered hub. I tried many times to gently snap the plastic sliver that would not break and ended up having to slip more of the PICC out of the patient and while trying to break this little orange introducer off from around the soft PICC line I had to manipulate the PICC with the ECG wire inside the PICC. When I did that and finally got the orange introducer piece off the PICC I heard and felt a snap and thought maybe I broke the ECG wire inside the PICC. Knowing it was bent and that it was within the PICC I held both parts and slowly removed the ECG wire which did come out luckily in one piece but very bent from what had occurred with the introducer. The introducer seemed flimsy today and not easily able to thread into patient. This felt flimsy and too bendable. Then when I tried to break introducer it splintered like and was fully wrapped around the PICC. I thought I might have to pull the whole PICC out and start again if I could get it off which would have been terribly unfortunate for the patient. " response received from customer: (B)(6)2022: "yes the product was used on a patient and happened during a PICC line insertion. No harm reported but I did have to manipulate the catheter in and out of patient's body which can cause vessel damage and dvt. Patient was sent home with long term antibiotics."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "today I was placing a 4 french single lumen power PICC solo catheter with sherlock 3cg tip and when I went to break the introducer at the orange hub a sliver of it did not snap and peel with the rest and became tangled onto the PICC lumen itself which was in the patient almost to the tapered hub. I tried many times to gently snap the plastic sliver that would not break and ended up having to slip more of the PICC out of the patient and while trying to break this little orange introducer off from around the soft PICC line I had to manipulate the PICC with the ECG wire inside the PICC. When I did that and finally got the orange introducer piece off the PICC I heard and felt a snap and thought maybe I broke the ECG wire inside the PICC. Knowing it was bent and that it was within the PICC I held both parts and slowly removed the ECG wire which did come out luckily in one piece but very bent from what had occurred with the introducer. The introducer seemed flimsy today and not easily able to thread into patient. This felt flimsy and too bendable. Then when I tried to break introducer it splintered like and was fully wrapped around the PICC. I thought I might have to pull the whole PICC out and start again if I could get it off which would have been terribly unfortunate for the patient. " response received from customer: 01/21/2022. "Yes the product was used on a patient and happened during a PICC line insertion. No harm reported but I did have to manipulate the catheter in and out of patient's body which can cause vessel damage and dvt. Patient was sent home with long term antibiotics."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded:the complaint of difficulty breaking the handles on the microintroducer sheath was confirmed and appears manufacturing related. The product returned for evaluation was a 4.5fr x 7cm microez microintroducer sheath. The grey sheath had been split prior to being returned to bd. It did not appear that the sheath handle split easily; the break edges on the handles were not straight but were instead jagged with the handle material stretching rather than making a clean break. A series of photographs were also returned with this file. The photographs of the introducer sheath were consistent with the returned device. There were also photographs of a stylet. Two kinks were seen in the core wire, distal of the t-lock assembly and solo funnel connector. As per the event description, manipulation of the PICC while trying to remove the introducer caused the kinks in the wire. The poor breakability and peelability of the sheath was considered manufacturing related. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reportedby healthcare professional "today I was placing a 4 french single lumen power PICC solo catheter with sherlock 3cg tip and when I went to break the introducer at the orange hub a sliver of it did not snap and peel with the rest and became tangled onto the PICC lumen itself which was in the patient almost to the tapered hub. I tried many times to gently snap the plastic sliver that would not break and ended up having to slip more of the PICC out of the patient and while trying to break this little orange introducer off from around the soft PICC line I had to manipulate the PICC with the ECG wire inside the PICC. When I did that and finally got the orange introducer piece off the PICC I heard and felt a snap and thought maybe I broke the ECG wire inside the PICC. Knowing it was bent and that it was within the PICC I held both parts and slowly removed the ECG wire which did come out luckily in one piece but very bent from what had occurred with the introducer. The introducer seemed flimsy today and not easily able to thread into patient. This felt flimsy and too bendable. Then when I tried to break introducer it splintered like and was fully wrapped around the PICC. I thought I might have to pull the whole PICC out and start again if I could get it off which would have been terribly unfortunate for the patient. " response received from customer: 01/21/2022. "Yes the product was used on a patient and happened during a PICC line insertion. No harm reported but I did have to manipulate the catheter in and out of patient's body which can cause vessel damage and dvt. Patient was sent home with long term antibiotics."